Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was removed and replaced due to unspecified reasons.

Manufacturer narrative:
Device evaluation provided in: describe event or problem, evaluation result codes, evaluation conclusion codes.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was removed and replaced due to unspecified reasons. Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.